Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot, h10j14066, with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment information was not provided. On an unreported date, dianeal therapy was withdrawn. The patient was recovering from the peritonitis. The patient's concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to dianeal pd4 ambuflex therapy.